Manufacturer narrative:
Our evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity central station was getting a blank display with no signal showing. Customer has tried swapping the display and cables but still does not get a signal. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Welch allyn could not confirm the customer allegation of a blank display. No device was returned for evaluation. Possible causes of no display are blown display fuse, or blown capacitor, blown fuse to power supply, or display power supply malfunction. No further investigation will be conducted.